Event description:
Patient last used the pod on (B)(6) 2026 and was not wearing a pod at the time of the reporting and using alternative insulin therapy. Patient reported that prior pod use was associated with an allergic reaction, describing skin reactions including peeling from adhesive, significant swelling, redness and recurrent bleeding at the insertion site. Patient also reported cannula-related complications, alleging that the cannula remained under the skin following pod removal and exited after a few days. Patient further reported excessive scar tissue at prior pod sites, describing tissue buildup at the abdomen that limited use of the area for insulin delivery. Patient reported blood glucose of 240 mg/dl with nausea, vomiting and large ketones and reported intent to seek medical evaluation. It is unknown if medical evaluation occurred. Details of medical evaluation, diagnosis, treatment and outcome are unknown, despite multiple good faith attempts. A supplemental report will be provided if additional information becomes available.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.4 hardware: iphone15.4 cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.